Event description:
It was reported that the 2600 system had distorted images during a case. The 2600 system was rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.